Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed the pulse test. During testing, the monitor was able to successfully detect and treat a simulated arrhythmia; however, the monitor failed to immediately detect a subsequent arrhythmia. The cause of the delay in detection was unable to be positively identified but is likely due to a defective pld - programmable logic device on the c/a board. The root cause of the defective pld was unable to be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test. The last patient to use this monitor did not report any deficiencies.